Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device froze twice during a synchronized cardioversion procedure. The customer advised that the device was manually powered off and then back on again. Thereafter, proper device operation was observed. In this state, defibrillation therapy may be delayed or not available if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.